Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support advised the customer on the minimum fill recommendation for their pump and instructed them to add more insulin to the cartridge. After complying with these instructions, the customer successfully loaded the cartridge and resumed insulin use.